Manufacturer narrative:
Manufacturer investigation conclusion: the report of difficulty disconnecting the modular cable could not be confirmed through this evaluation. Further, a specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the customer attempted to exchange the modular cable, but it was not possible to disconnect the modular cable. Evaluation of the submitted image and log files did not identify a cause for this event. The patient remained ongoing using heartmate 3 modular cable, lot number 202058; however, it was later reported that the patient underwent an urgent transplant due on (B)(6) 2019 (manufacturer report number 2916596-2019-04558). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a cut was present on the patient's driveline, not on the modular cable. Tegaderm was placed on the driveline. The account attempted to exchange the modular cable but it was not possible to disconnect the modular cable. The patient also stated that water was found between the pump cable and bend relief. Reason for modular cable exchange was not provided. No further information was provided.